Manufacturer narrative:
Pt weight: unk. Diopter: 17.50. Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Evaluation method: lens work order search. Evaluation results: a lens work order search revealed there were no similar complaints within the work order. Visual inspection of the returned product found one loop haptic and half of optic torn off and missing. Other loop haptic and piece of optic is torn off. There was evidence of clear surgical residue on product. Conclusions: (no conclusion can be drawn): based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2010v 17.50 diopter three piece silicone lens into the patient's eye. The lens was removed due to a torn haptic. Another lens was implanted. There was no patient injury. Cause of lens tear is unknown.

Manufacturer narrative:
Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Per medical review - lens tears or nicks can occur at any stage from manufacture to surgical manipulation. (B)(4).